Event description:
It was reported that during follow-up visit, the capture threshold had increased and the impedance was steadily rising since implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.